Manufacturer narrative:
Additional information was added: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing a one-link non-dehp standard bore catheter extension set would not flow. This issue was described as ¿fluid would not flow through when connected to tubing¿. This event occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.